Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual and functional evaluation were conducted where no non-conformances were identified. The software files were downloaded from the device and provided for investigation. It was confirmed that the system rebooted when the user was in the bur selection state. The most likely cause of the abrupt cori shutdown is a likely occurrence of another known software issue. The cause of the shutdown could not be confirmed, but the most likely cause of the abrupt cori shutdown is an occurrence of a known software issue (bug 2020), which has been corrected in the release of cori v1.5. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that the cori system was powered on, loaded and started the case, and kept on the select bur stage of setup for about 40 minutes until the drill/handpiece was ready to calibrate. When ready to calibrate, the system had shut down on its own. They powered off the system from the back of the console, re-booted the system, and were able to proceed with a successful calibration. There was no patient involved at this point.